Event description:
Physician has reported a rupture of one device (side unknown). No further information was provided. Vigilance decision will be reportable as per bfarm. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.